Event description:
The caller reported experiencing a cartridge alarm 20 with their pump, which did not adversely impact the customer's blood glucose level. The issue occurred outside the load process, and despite assistance from technical support in using the proper load technique, the cartridge alarm persisted. As a corrective action, technical support decided to replace the pump, which was still under warranty. The caller was informed about receiving a replacement pump with updated software and agreed to the instructions for returning the problematic pump to tandem. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.